Event description:
It was reported that when changing the collimator, the system moved away from the cart when one side of the collimator did not completely lock. The collimator was left hanging from the detector and then fell down onto the collimator cart. No injury or other adverse effect was reported. A modification is being performed at the site to prevent this occurrence.